Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had a premature battery depletion. It was noted they were on high settings. The patient was last interrogated and programmed on (B)(6) 2015. The patient noted that ens was replaced due to the end of battery life and they believed the ins did not last as long as their previous ins. Their first implanted lasted 7 years and the current ins only lasted 18 months. Settings were noted at the following: impedance was set at 511 ohms, 5.0ma, voltage at 10.5 2 6, pulse width 330 microseconds, rate 55-110hz, cycling on 1<(>&<)>3, 2<(>&<)>3 voltage changed from 10.5 to 2.8.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an clinician programmer. A computer longevity estimate was completed based on the information obtained from the returned printout.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they set a date for battery replacement on (B)(6). The patient further reported they just got out of the hospital for four days and had been in the ER the previous monday, due to their device not working. They noted that the device was not working and it had been numerous times. They were upset that this device only lasted a year and a half while their other device lasted 7 years. On 2017-feb-20 the patient further reported that the issues had been going on for six months and they were so dehydrated and throwing up and in lots of pain. The patient was requesting that a rep be present at the surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the consumer underwent an ins replacement today because her device battery depleted quicker than expected. The hcp did not know the reason for the quicker depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they noticed they were having a return of symptoms, "getting sick". They were in the middle of moving and they did not have a new healthcare provider (hcp) yet. They finally got in to see an hcp and they determined that the implantable neurostimulator (ins) battery was depleted. The patient was wondering why the first ins lasted 7 years and this one only a year and a half. Longevity was reviewed with the patient and it was recommended to send the ins in for analysis when it come time for replacement. There was no indication that the replacement was scheduled. The ins was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after the implant was surgically inserted into the patient¿ stomach, they began suffering from symptoms which include but were not limited to, nausea, vomiting, abdominal pain, to dehydration. It was noted that due to the wide range of symptoms the patient experienced, they were hospitalized and eventually had to undergo additional surgery on (B)(6) 2017 to replace the gastric stimulator that was defective. The patient had to completely stop working and was now disabled as a result of the events. It was noted that on (B)(6) 2014, the stimulator was placed and that in (B)(6) 2016, the patient had a return of symptoms: severe nausea, vomiting, and abdominal pain; the symptoms continued to worsen over the rest of 2016 and beginning of 2017. The following medical history was reported: in (B)(6) 2015, the patient went to the ER with a ¿gastroparesis ¿ flare up/nausea, vomiting, and pain; in (B)(6) 2015, the patient was hospitalized for bowel obstruction; in (B)(6) 2015, the patient was hospitalized for c-diff infection; in (B)(6) 2015, (B)(6) 2015, and (B)(6) 2016, the patient went to the ER for a gastroparesis flare up/nausea, vomiting, and pain, and was hospitalized in (B)(6) 2016 and (B)(6) 2016 for the flare up; in (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, the patient went to the ER for gastroparesis flare up/nausea, vomiting, and pain; in (B)(6) 2016, the patient was hospitalized for bowel obstruction and went to the ER for gastroparesis flare up/nausea, vomiting, and pain; in (B)(6) 2017, the patient was hospitalized and was vomiting black matter and had abdominal pain; in (B)(6) 2017 and (B)(6) 2017, the patient went to the ER for gastroparesis flare up/nausea, vomiting, and pain, and was hospitalized for the flare up and had the gastric pacemaker battery replaced in (B)(6) 2017. On (B)(6) 2017, the patient found out that the gastric stimulator had failed and they notified the manufacturer the next day. On (B)(6) 2017, the failed gastric stimulator was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stated that they healthcare provider said they didn't know why the battery shut off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.